Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Visual examination of the returned liners, lot codes 586514 and 630144 finds nothing outward to suggest product problems. A review of device history records found no related deviations or anomalies. A complaint database search found no other reports against the provided product/lot combinations. The investigation could not draw any conclusions regarding the reported event. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During surgery, the surgeon was unable to get the locking ring on. The surgeon then tried using a different liner but had bent the tabs during insertion. A third liner was used and the ring would also not engage. Surgeon was able to complete the case with the forth liner. This had delayed the surgery approximately 2 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.